Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The recommended programming changes were not made at this time and will be discussed with the following physician. No patient symptoms were reported.

Event description:
New information received notes that programming changes were made. However, post-paced t-wave oversensing was noted again on remote transmission. Additional programming changes were recommended. Patient was stable.

Event description:
New information received notes that programming changes were made again. However, post-paced t-wave oversensing was noted again on remote transmission. Additional programming changes were recommended. Patient was stable.